Manufacturer narrative:
A recharge burden issue was reported to abbott. Ipg required more frequent charging. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the implantable pulse generator (ipg) requires frequent charging. The device is not providing 24 hours of therapy between charges. The device may be explanted and replaced at a later date.